Event description:
It was reported that the patient is deceased and died approximately four months post the implant of a cardiac resynchronization therapy w/defibrillator (crt-d) device. No further information was provided.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The products associated with this adverse outcome were reported with no information regarding a patient death which happened greater than two and one-half years ago. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. A cause of death will not be received.